Event description:
Circa 1996, I underwent a bi-lateral mastectomy for cancer with immediate reconstruction. After expanders were used, mentor siltex implants (silicone gel) were inserted. I have always been a physically active person. I was a classical ballet dancer on a professional track. Since the age of 11, I danced in a company, and later, moved into teaching ballet for a competitive gymnastics team. Over the years since receiving implants my health has steadily declined and all symptoms have consistently worsened. They have come to a head during the last 2 to 3 years. The worst part of that decline is severe, debilitating fatigue with severe pain and injury with any exertion and horrible, horrible, debilitating migraines. But those are certainly not my only symptoms. I have brought my issues to my pcps over the last years. They tested me for a few possible common causes, but couldn't find a reason. Eventually, they just ignored these symptoms. I recently changed pcps and my new one began a diligent process of elimination. She has been sending me to specialists and we've been doing one test after another to rule things out. They've all come out normal. Until we did a breast ultrasound. It showed signs of implant rupture. I was sent to do an MRI, and it confirmed implant rupture. Due to my mastectomies, I have no sensation in my breast or armpit areas, so we don't know how long ago the rupture took place. Because silent ruptures are common, the rupture could have happened years ago. The change in shape and size and their asymmetry has been noticeable for some years, but my previous pcp had no comment about that. I am extremely upset that I was not sent for a breast ultrasound or other related test by my previous pcp. All the literature says that people with breast implants should be followed on a regular basis. I am extremely thankful that I have found a diligent pcp and an now in good care. I know that a connection between implants and ruptured implants and health issues isn't something the majority of the medical profession wants to admit, but I have no doubt that the connection is real. Since discovering that my implants are ruptured, I have been able to connect with over (B)(6) women with implants or ruptured implants who are having the same symptoms I have, and more. Many of them are in worse condition than I am. All of us have lost quality of life. A huge percentage of them report that their health issues subside after having their implants removed. And these are only the women with whom I have connected. There must be so many more out there. The worst part of all this is that our conditions are being ignored or poo-pooed by the medical community so there is often no help for us unless and until we can find a doctor who takes out health seriously. I am currently waiting for a date to have my implants removed. I will not have them replaced. I am praying that, once they are removed, I will be able to regain my health and quality of life.